Event description:
It was reported that the patient had symptoms of arrhythmia and ventricular fibrillation due to their right ventricular (rv) lead dislodging. Additionally, the rv lead had high and unstable thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).